Manufacturer narrative:
Initial qa inspection observed that the unit did not function when engaging the switch. Inspection of the battery pack displayed corrosion on a couple of the batteries and the corresponding contact plates. An initial result of the voltage measurement of the battery pack was 0.0 volts. Continuity of the gun and switch was normal. Individual battery charges ranged from 0 volts to 1.5 volts. Tow batteries displayed leakage causing corrosion of the contact plates. Manually removing the corrosion from the contact points and replacing the batteries with fresh ones, the device operated normally. The customer's reported event was confirmed. The device did not operate upon receipt. The most likely cause of this event is the corrosion of the battery pack terminal due to the degradation and leaking of the batteries. The condition of the original shipping package at receipt and the storage environment of the devices, at the user are unknown. A review of the zimmer surgical manufacturing, packing and inspection processes denote no issues indicative ot this type of failure. The cause for the battery degradation is unknown.

Event description:
It was reported that the zimmer pulsavac plus fan spray kit did not work at all. Low and high mode did not function. There was no harm, delay, or medical intervention involved and the surgery was completed with an alternate device.